Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro instrument generated false low sodium (na) results on (B)(6) 2011, which were reported out of the laboratory. When the issue was noted, the samples were rerun and the results amended. Treatment was not initiated or withheld based upon the erroneous results. Customer stated that the erroneous results were approx 10 mmol/l lower than the amended results. Customer technical support (cts) requested that the customer fax erroneous and amended patient results. Multiple attempts were made to obtain the results, but customer did not provide the information. Field service engineer (fse) examined the instrument and cleaned the flowcell and replaced the carbon bridge. Fse verified performance per established procedures.